Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on unspecified date and time, during the middle (B)(6), she alleged obtaining an inaccurate high result of "180-200 mg/dl" with the subject meter and "130-160 mg/dl" with another device (unknown), performed out with 30 minutes of each other. It is unknown if the results would/would not meet lifescan's precision criteria as the time difference between the results is invalid. The patient stated she manages her diabetes with a combination of diabetic medications ("novorapit, janovia and levimir(night)")/ the patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their medication in response to the product issue during the week of (B)(6) 2015. The patient claims she developed symptoms of "trembling, stutter, cold sweat". "After measuring 5-6times" after the product issue began. The patient confirmed treatment by home health/visiting nurse; however no actual treatment was prescribed/given at the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.